Event description:
It was reported that the customer passed away on (B)(6) 2014. Her blood glucose level was unknown at the time of passing. The daughter stated that cause of death was a heart attack and that he insulin pump was being worn at the time of death. The insulin pump was requested to be returned for analysis. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.